Event description:
Iabp inserted 7/29/95. Alarm noted "blood in tubing" and would not pump. Scant amt of blood was seen in the tubing. Balloon and pump changed. No adverse outcome related to the event.